Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent explanted requiring medical intervention. Device issue: difficult to remove. It was reported that a 3.0 x 23 stent was implanted in the om. It was decided that a second stent was needed in the om/cx. A grandslam guide wire was used with the pilot 50, which was already in the body. The 3.0 x 28 mm promus stent was implanted and as the guide wire were being removed, the 3.0 x 28 mm promus stent was pulled out of the vessel. There were no patient effects. The stent was disposed of, and a different stent the same size was implanted in the lesion. The end result was good. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.